Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose on (B)(6) 2022 with blood glucose of 600 mg/dl. The customer did experience any symptoms such as a result of high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event.  The customer reported the retainer ring was broken and missing. The reservoir was unable to lock in place. No further complications were reported. Troubleshooting was performed. The customer will discontinue to use the device.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = missing. Case type = ngp. Customer returned insulin pump for an alleged was hospitalized for high blood glucose and cosmetic damage located at the retainer ring found on august 31, 2022. On (B)(6), svn#: (B)(6). - customer returned insulin pump for an alleged blank display, possible under delivery and was hospitalized for high blood glucose found on (B)(6) 2020. On (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged blank display, no delivery alarm/insulin flow blocked alarm and cosmetic damage found on october 21, 2020. On (B)(4), svn#: (B)(6). - customer returned insulin pump for an alleged possible under delivery, visit to emergency room and was hospitalized for high blood glucose found on (B)(6), 2020. On (B)(4), svn#: (B)(6) - customer returned insulin pump for an alleged visit to emergency room and was hospitalized for high blood glucose and stomach infection found on january 30,2020. Insulin pump powered up properly after battery installation. Insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Insulin pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts were noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from march 18, 2022 to september 23, 2022. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of october 13, 2020 and july 29, 2020. There was no data available to verify no delivery alarm/insulin flow blocked alarm for the event date of october 21, 2020. There was no data available to verify power error, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event dates of october 13, 2020 and october 21, 2020. Insulin pump was cut open to perform visual inspection and found slight corrosion on the electrical board 1 and electrical board 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the insulin pump near the battery tube compartment, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the insulin pump case and retainer ring. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm, possible under delivery and complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high blood glucose. During visual inspection, found slight corrosion on the electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.